Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf and the lens was stuck in the cartridge prior to insertion. The lens was not inserted and there was no patient contact or injury. Another lens was used to complete the surgery.